Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0230) have all been reported from facilities in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter suffered rupture during the guide removal. No other information was provided but has been requested.

Event description:
It was reported that the catheter suffered rupture during the guide removal. No other information was provided but has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damage appeared to be associated with use of the device. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received with the stylet in the lumen. The tip of the stylet was extending from the distal end of the catheter, which had not been trimmed. The black tab on the stylet was butted up against the t-lock extension set septum. Bends were observed in the catheter tubing, which resulted from bends in the stylet. A functional test revealed a leak in the tubing between the taper in the molded hub and the 1cm depth mark. After flushing the catheter, the stylet was removed without difficulty. The leak site was microscopically examined and three splits were observed the tubing between the taper in the molded hub and the 1cm depth mark. The catheter was bisected and a longitudinal split was observed on the inner lumen wall. The damage observed on the inner lumen wall was greater than the damage observed on the external surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. Since the extent of damage was greater on the inner lumen wall, it was determined that the catheter was damaged from within the lumen. This type of damage can occur when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebw0230 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0230) have all been reported from facilities in brazil.